Event description:
On (B)(6) 2022 my father began using a new medtronic mini 770g insulin pump after speaking to the medtronic rep in (B)(6) who helped him extract data from his old unit and transfer it to his new one. At approx 5:00pm, he experienced a flush feeling and tested his glucose, getting a reading of 352 on his libre. He tried entering 352 into his device to initiate a dose of insulin and the machine would not allow/accept the reading he got. He lowered his number to 249, which the machine then accepted and indicated to him that 4 units were dispensed. He checked his levels again and they had risen to 395 and he decided to go to the ER. He was admitted into the hospital where they discovered the need for a pacemaker. During his stay, he was given insulin via shots/IV. He was released on saturday, (B)(6) 2022 and began using his medtronic mini 770g once again. His glucose was elevated at lunch 250 and at bedtime 296. Sunday, (B)(6) 2022, his numbers continued to climb despite his recommended dosing of insulin. On monday, (B)(6) 2022, he woke up and was very lethargic, had a sweet smell on his breath and could not get out of bed. His glucose reading could not be detected on the libre, and just showed "hi". We called 911 and were transported to (B)(6) hospital in (B)(6) where we were admitted for keto acidosis, with a glucose reading of almost 800. His labs were life threatening and we were admitted into ICU. We were released on (B)(6) 2022 and were seen by his endocronologist dr. (B)(6) who, upon testing the pump, could not get it to dispense insulin. We left the office with insulin injections to be given before meals and at bed time and are currently trying to control his glucose readings by finding the appropriate dosage along with numerous follow up doctor's appointments. Numerous labs completed in ER/ICU ((B)(6) 2022 and (B)(6) 2022) with regard to concerning potassium, calcium and sodium levels. FDA safety report ID# (B)(4).